Event description:
In 2008, the pt reported that she believed her infusion device was not delivering insulin. At 5:00 pm in the previous day, her blood glucose measured 418 mg/dl. She disconnected from her infusion site and confirmed that insulin was flowing from the end of the infusion tubing. Her physician advised her to inject 20 units of insulin and her blood glucose decreased to 66 mg/dl. She ate and her blood glucose elevated to 142 mg/dl. She reported that there was a small air bubble in the insulin cartridge. Basal rates and bolus amounts were reviewed and confirmed to be accurate. Prior to the report, the patient's blood glucose measured 488 mg/dl. At the end of the call her blood glucose had decreased to 379 mg/dl. Her normal blood glucose range is 140-200 mg/dl. She stated that her physician advised her to bolus 5 units of insulin prior to eating and to inject insulin to correct for elevated blood glucose. She stated that her basal rates are still being adjusted and she has an appointment with her physician about two weeks later. At the end of the call the pt no longer believed the infusion device contributed to elevated blood glucose readings. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.